Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported pulse ox not working, shows faulty probe, and after checking the pulse ox cable, the reading was too low. No consequences or impact to patient were reported.